Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg would not communicate with external devices. It was noted that the issue began after the patient had an unrelated surgery where the device was placed into surgery mode. Troubleshooting was unable to resolve the issue. As a result, the patient underwent surgical intervention during which the ipg was explanted and replaced.